Event description:
Customer reported that the syringes were leaking when using metal needle extenders. If applying any pressure during application, the hub spins as if it is stripped. No information was received regarding any serious injury as a result of this product issue.